Event description:
It was reported that a component inside the switch melted a hole through the flame-retardant switch-case.

Manufacturer narrative:
User reported a component inside the switch-case began to burn and provided pictures showing a hole through both sides of the flame-retardant material of the switch-case. Our switch supplier changed the layout of components on the circuit board to prevent this failure as part of a CAPA project initiated after this pad was manufactured.